Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2, the device has a service required message on the screen. He stated that when the service message came on the screen and the device would not start up, no, air, it stopped working. Patient unplug the device and plug back in, patient stated that the device began smoking. Patient stated that he smelt a burning smell first and then saw smoke. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The patient reported to philips that while using the dreamstation 2, the device has a service required message on the screen. He stated that when the service message came on the screen and the device would not start up, no, air, it stopped working. Patient unplug the device and plug back in, patient stated that the device began smoking. Patient stated that he smelt a burning smell first and then saw smoke. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device and observed pca with electrical damage. The device's downloaded logs were reviewed by the manufacturer. There were multiple errors found. The manufacturer concludes that was able to confirm the complaint. (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.